Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient suffered an acute right anterior, middle, and posterior cerebral artery territory infarcts/stroke two days after the implantable cardioverter defibrillator (ICD) replacement. It was noted that warfarin had been held for the replacement procedure. Medication was administered to the patient and the patient was hospitalized. The device remains in use. The patient is a participant in the post approval clinical surveillance product surveillance registry. No further patient complications have been reported as a result of this event.